Event description:
It was reported by the vad coordinator that during a scheduled transplant procedure for a vad patient, there was noted concern regarding pump thrombosis. The pump was explanted and will be returned to the manufacturer for analysis. The patient is currently stable post transplantation. No adverse physical effect on the patient at the time of explant. No further information is available and the investigation is still in progress.

Manufacturer narrative:
(B)(4) was not returned to heartware for evaluation. The reported event could not be confirmed via review of the controller log files since log files were not available for analysis. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. There is no evidence to suggest that a device malfunction caused or contributed to the reported event; clinical status, comorbidities, and pharmacological factors are possible contributing factors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): high watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Product is in route.